Event description:
A report was received that the patient was experiencing issues with long charging times with the ipg. The physician suspected device malfunction. As a result, the device was explanted and replaced with another ipg. The patient was reported stable post-operatively.

Manufacturer narrative:
Correction: outcomes attributed to adverse event the returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing issues with long charging times with the ipg. The physician suspected device malfunction. As a result, the device was explanted and replaced with another ipg. The patient was reported stable post-operatively.